Event description:
Additional information was received stating this issue occurred during a l4-l5 fusion procedure and before anesthesia was administered to the patient. It was noted there was no unused radiation.

Manufacturer narrative:
Product analysis #(B)(4). 03:01:52 cdt webmremotews sfdcmnav product analysis task update: workordername : (B)(6). Analysis summary text : accurate navigation on o-arm image p/f: pass action/resolution: system connected to the s7 without any issues. Noticed that there was a kink in the ethernet cable that is used to connect the mvs to the s7. This cable might be the original cause of the issue. Advised customer not to use this cable any more. I attempted to re-seat this cable over 2 dozen times, every time the mvs communicated with the ias without any issues.tried wiggling the cables, tried multiple reboots. Advised the customer that, when they try to plug in another ethernet cable, to allow enough time for the systems to establish communication. No issues found. Performed system checkout. Oarm is operational. Cable grade: a contact: (B)(6). Demo/eval unit: false imaging modalities. P/f: pass inspection and operational tests. P/f: pass mechanical inspection. P/f: pass o-arm image transfers to stealth. P/f: pass record type: o-arm system checkout (closed) status: completed does the system perform as intended?: yes were hardware parts replaced?: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for an unknown procedure. It was reported the system was unable to communicate with either of the navigation systems on site. A manufacturer representative attempted to bypass the bulkhead connected but was unsuccessful, however it was unknown if it was bypassed correctly. This issue occurred intraoperatively, and the procedure was aborted.